Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 4 months after the dental implant was placed in type ii bone, the implant had lost osseointegration. Clinician noted bone resorption. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist also reported that immediate implant procedure was performed.

Event description:
The clinician reported that 4 months after the dental implant was placed in type ii bone, the implant had lost osseointegration. Clinician noted bone resorption. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).